Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was uknown mg/dl. The customer stated that his insulin pump was in his pocket and when he took it out it said button error, he tried pressing the buttons and removing the battery and then replacing it but the alarm did not clear.the customer was advised that the insulin pump will need to be replaced. The patient was to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.